Event description:
It was reported that an unknown number of clear link continu-flo solution set drip chambers and tubing have collapsed during infusion. The sets involved were primed successfully with an unknown chemotherapy drug and infusion was started. A short time after infusion was started, the drip chamber was observed to stop filling and the pump alarmed "occlusion." There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed; the root cause was not identified.